Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx. 10 months post-implant, it was reported that the patient was admitted into the hospital with low flow alarms. The pump power was elevated to >10 watts and "+++" was displayed. A CT scan indicated "no contrast in the outflow graft". The following day a decision was made to exchange the pump. During the procedure, the hospital team reported that the pump as well as the inflow conduit and outflow graft were occluded; therefore, all components were replaced. It was also reported that the patient had sepsis.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation. The report of suspected thrombus and specific causes for the reported power elevations, low flow, and sepsis could not be conclusively determined without a full evaluation of the device. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.